Event description:
It was reported that insulin pump displayed malfunction alarm malf 16, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to switch to multiple daily injections for backup insulin therapy, place pump in storage mode, and return device using pre-paid label, and customer acknowledged all instructions. Technical support confirmed shipping address, advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, and arranged shipment of replacement pump.